Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported that a patient was injected with juvéderm® volux¿ xc in the jawline. The patient called to report that they had experienced swelling and soreness along their jawline. The patient was seen in the office and at the end of last month had an abscess on their right jawline and an abscess on their left jawline. This was combined with swelling and pain. The hcp treated the patient with .3cc hyaluronidase on their right abscess and .5cc¿s on their left abscess. The swelling went down. A few days later, the patient was seen back in the office in which a culture test was done on each abscess which came back ¿no growth.¿ hcp prescribed the patient doxycycline for 10 days consisting of 2 pills a day. The patient returned to the office recently and the swelling was a little better than the last visit and was injected with .3cc¿s hyaluronidase on the right abscess on .5cc¿s on the left abscess. The patient made a final visit to the office and there was a little less swelling and overall, they looked better, and the hcp injected the patient with .3cc¿s hyaluronidase on their right abscess on .5cc¿s on their left abscess. Symptoms are ongoing.